Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The steerable guiding catheter referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the leak requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. When the clip introducer of the clip delivery system (cds) was inserted into the steerable guide catheter (sgc), column was lost. Air was removed from the flush port of the sgc via the stopcock and the sgc was removed. A new sgc was prepared and inserted. The same cds was inserted again and column was lost in the new sgc. Aspiration was performed and the cds was removed. A new cds was inserted and column was not lost in the sgc therefore the procedure was continued. A total of two clips were implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak appears to be related to the identified torn silicone valve inside the clip introducer. The torn appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.